Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify and duplicate the reported issue. During evaluation, it was observed the control panel was inoperative. Stryker replaced the device's control board and hood to resolve the reported issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
A customer contacted stryker to report that their device was not perform compressions. During evaluation, stryker also observed the device's control panel was inoperative. In this state the device would not be able to provide compressions. If a device does malfunction, the device operating instructions indicate that the user is to perform manual chest compressions. There was no patient use associated with this event.